Manufacturer narrative:
(B)(4). Initial report. Report source, foreign - event occurred in (B)(6). (B)(6). (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it has been discarded. Concomitant medical devices: medical product: agc da 2000 tibial tray 75mm, catalog #: 154814, lot #: 2560652; medical product: unknown fem stem, catalog #: unknown, lot #: unknown; medical product: agc da 2000 femoral right 60mm, catalog #: 154806, lot #: 1676815; medical product: agc da2000 kn tib brg 71/75x12, catalog #: 154840, lot #: 1572860. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2020-00421, 3002806535-2020-00422, 3002806535-2020-00423, 3002806535-2020-00425. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. The product has been discarded.

Event description:
It was reported that the vanguard da revised due to aseptic loosening. It was also reported that the aseptic loosening is not due to the implant failure; therefore, the implants have been discarded. Surgeon confirmed verbally on the (B)(6) 2020 that no additional information available. X-rays have been provided by the hospital and they are in the process to be reviewed by our research department.

Manufacturer narrative:
(B)(4). This report is being submitted to make a correction. Correction: d1: unknown biomet stem tib. D2: unknown knee prosthesis.

Event description:
It was reported that the vanguard da revised due to aseptic loosening. It was also reported that the aseptic loosening is not due to the implant failure; therefore, the implants have been discarded. Surgeon confirmed verbally on the 27-aug-2020 that no additional information available. X-rays have been provided by the hospital and they are in the process to be reviewed by our research department.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. G3: report source, foreign - event occurred in united kingdom. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2020-00421-1, 3002806535-2020-00422-2, 3002806535-2020-00423-1, and 3002806535-2020-00425-1. As the product has not been received, the investigation was limited to the information provided. Radiographs: two radiographs, taken on (B)(6) 2020, were provided for analysis with (B)(4): one mediolateral (ml) and one anteroposterior (ap). The patient reportedly received an agc dual articulation 2000 total right knee on (B)(6) 2012, which was revised on(B)(6) 2020. However, the primary surgery date may be incorrect, because the mhr of the tibial tray states a manufacturing date of (B)(6) 2012, which means the surgery cannot have happened on 2 january 2012. This cannot be confirmed with the available information. In the pre-revision x-rays provided, the implant components appear appropriately sized and positioned, but the bone density, especially around the femoral component, appears low. However, this cannot be confirmed due to the suboptimal quality of the x-rays, and because there are no immediate post-primary radiographs that would allow for a comparison. Radiolucent lines are visible around the tibial tray and the tibial stem, thus supporting the diagnosis of implant loosening. A large particle is visible in the medial joint space. It is unclear whether that is a fragment of bone or bone cement, and whether it contributed to the reported implant loosening. The instructions for use documents provided with the agc dual articulation 2000 components state that: warnings and precautions: 1) improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions and a subsequent reduction in the service life of the prosthetic implant. 5) inadequate preclosure cleaning (removal of surgical debris) can lead to excessive wear. Use clean gloves when handling implants. Laboratory testing indicates that implants subjected to body fluids, surgical debris or fatty tissues have lower adhesion strength to cement than implants handled with clean gloves. 8) it is the responsibility of the operating surgeon to determine whether there is adequate initial fixation and stability. Stem extension and bone cement are available if additional fixation or stability are needed. Implant fracture may result due to inadequate cement support. Patient warnings: the patient is to be cautioned to govern activities, protecting the joint replacement from unreasonable stress conditions. Excessive activity, failure to control body weight and trauma affecting the joint replacement has been associated with premature failure of the reconstruction by loosening, fracture and/or wear of the implants. Loosening of the components can result in increased production of wear particles, as well as accelerating damage to bone, making successful revision surgery more difficult. Adverse reactions: 4. Particulate wear debris and discolouration from metallic or polyethylene components of joint implants may be present in adjacent tissue or fluid. It has been reported that wear debris may initiate a cellular process resulting in osteolysis or it may be present as a result of loosening of the implant. Late postoperative complications: these may include: 3. Bone resorption. 4. Loss of fixation. The adverse event of aseptic loosening was described by the surgeon as not due to implant failure, and therefore the revised components were not returned for analysis. The zimmer biomet product experience report (zper) provided with cmp-0626132 states that it is unknown whether there were any contributing conditions related to the event. The reason for implant loosening cannot be determined without analysing the revised components and without additional information such as post-primary x-rays and patient details (age, weight, activity level). The zper informed that the patient clinical history is not available because the primary surgery took place at a different hospital, and patient information could not be provided due to country regulations. The manufacturing history records (mhrs) for the agc dual articulation 2000 femoral 60 mm component, tibial tray 75 mm, and polyethylene tibial bearing 71/75x12 mm have been checked and verify that the components were manufactured and sterilised in accordance with the applicable specifications. In addition, we have not been provided with any supporting documentation which could provide additional information. A review of the complaint database over the last 3 years has found no similar complaints reported with these items 154814,154806 and 154840. A review of the complaint database over the last 3 years has found no similar complaints reported with the lot number. A review of the complaint database for the tibial and femoral component could not be performed as item and lot number is unavailable. Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. Risk assessment: risk management file document the estimated residual risk associated with the reported event. The complaint description reports that the loosening is not device related. No root cause could be determined on review of the x-rays provided. Implant loosening is covered as a hazard in line 10. Therefore a specific hazard has not been selected for assessment at this time. No corrective or preventive actions are deemed necessary at this time. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly.

Event description:
It was reported that the vanguard da revised due to aseptic loosening. It was also reported that the aseptic loosening is not due to the implant failure; therefore, the implants have been discarded. Surgeon confirmed verbally on the 27-aug-2020 that no additional information available. X-rays have been provided by the hospital and they have been reviewed by our research department.